Manufacturer narrative:
This report is for an unknown syncage/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: ricarda lechner et. Al (2017), fusion rate and clinical outcome in anterior lumbar interbody fusion with beta-tricalcium phosphate and bone marrow aspirate as a bone graft substitute. A prospective clinical study in fifty patients, international of orthopaedics vol. 41(2), pages 333-339 (austria). The aim of this study is to assess the safety and efficacy of b-tricalcium phosphate (b-tcp) in instrumented anterior lumbar interbody fusion (alif) procedure. A total of 50 patient (31 males and 19 females) age ranges 18 and 80 years old were included in the study. These patients had lower-back pain and degenerative disc disease (ddd) or degenerative spondylolisthesis between l3 and s1 and were treated with syncage synthes and unknown synthes pedicle screw. The mean duration of follow-up was 12 months. The following complications were reported as follows: 1 patient had paresis l5. 1 patient had hematoma. 1 patient had vessel lesion. 14 levels showed inadequate fusion anteriorly (5 pseudoarthrosis, 9 probably not fused). 8 patients had pseudoarthrosis at 3 months x-ray assessment. 1 patient had pseudoarthrosis at 12 months x-ray assessment. 34 patients had probably not fused at 3 months x-ray assessment. 19 patients had probably not fused at 6 months x-ray assessment. 8 patients had probably not fused at 12 months x-ray assessment. 1 patient had migration of cage. This is report 3 of 3 for (B)(4). This report is for an unknown synthes syncage.